Event description:
On (B)(6) 2011, the facility reported that clostridium difficile was identified from five patients who under went percutaneous endoscopic gastrostomy (peg) using the device during their hospital stay. The patients underwent the procedure during a two week period before (B)(6) 2011 and reportedly experienced diarrhea after the procedure. The device was used for another out patient during the same period and no incident was reported. The facility conducted microbiological testing on the sample which was collected from the biopsy channel of the device but no clostridium difficile was identified. The user facility reported that the five patients are receiving medication and are recovering.

Manufacturer narrative:
The device referenced in this report was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation was not completed, as the facility requested olympus not to sterilize the device. As part of our investigation into this report, a field service specialist (fss) contacted the user facility and was informed that the clostridium difficile was identified from another patient who did not undergo endoscopic procedure using the same device. Based on this information, omsc determined that the reported patients' outcome could have been due to other sources and not the gastroscope. Therefore, omsc will not take an action for this event at the present time. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this supplemental report to account for each of the four patients as referenced in the original report. Please cross reference MFR. Report numbers: 2951238-2016-00125, 2951238-2016-00126, 2951238-2016-00127, and 2951238-2016-00128.